Event description:
The customer reported alinity c processing module was generating aspiration error messages. The customer also reported decreased sodium generated from alinity c processing module and provided the following data: on (B)(6) 2025, sample ID: (B)(6) initial sodium result was 101 mmol/l and repeat result was 139 mmol/l. Customer reference range: 136-145 mmol/l. Patient information: (B)(6) year old male there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer reported decreased results and aspiration errors on the alinity c processing module, serial number (B)(6), however, no definitive part was identified as the issue. The instrument service history review revealed no additional tickets associated with discrepant /erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module did not identify an increase in complaint activity associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) was identified.

Event description:
The customer reported alinity c processing module was generating aspiration error messages. The customer also reported decreased sodium generated from alinity c processing module and provided the following data: on 4 oct 2025, sample ID (B)(6) initial sodium result was 101 mmol/l and repeat result was 139 mmol/l. Customer reference range: 136-145 mmol/l. Patient information: (B)(6) year old male there was no reported impact to patient management.